Manufacturer narrative:
Progenix dbm putty, procode mbp, catalog number 006005, lot number 140114005, manufacture date: 6/28/2010, expiration date 6/29/2012. (B)(4). This part is not approved for use in the united states; however a like device catalog # 2991022, 510k # k073291 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non conformance to specification.

Event description:
It was reported that the patient underwent a lumbar posterior surgery for l3-l4 foraminal disc. Approximately 1 month post-op, the patient developed signs and symptoms of disc space infection. The infection was reported to be (B)(6). 33 days post-op, the patient underwent a revision surgery to debride the wound.